Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited fracture and insulation issues. Moreover, it appears that this lead has been damaged by clavicle crush. This rv lead was surgically explanted and replaced. Additionally, this lead will not be returned as it was kept by the implanting hospital. No additional adverse patient effects were reported.